Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on (B)(6) 2023 from the home therapy nurse (htn) of a male patient with a medical history including end stage renal disease, who stated the patient experienced itching and a scratchy throat during an in-center hemodialysis treatment on (B)(6) 2023. Intravenous diphenhydramine (benadryl) 25mg was administered. Additional information was received on 23 oct 2023 from the htn who stated the patient did not experience additional symptoms or require additional medical intervention. Following the event the patient has recovered without sequelae and continues to treat using the nxstage system.